Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to an infected total elbow, implanted on (B)(6) 2012. A full revision was done but part and lot number are unavailable.